Manufacturer narrative:
Submit date: 9/23/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 09/20/2016 that a customer had an issue with a gauze pad. The customer reports gauze is visibly linting during surgery.

Manufacturer narrative:
As investigation of the reported condition was performed. One opened sample was returned for sample evaluation. The sample was removed and shaken to find short fibers within the fold which fell from the sponge. The reported condition is confirmed. The returned product did not meet quality release specifications. The product analysis confirmed that the failure did contribute to the reportable event. The most likely root cause indicates that during the slitting of the gauze into slit widths, the pinking blades may create short fibers which the vacuum system picks up. If the vacuum is not set strong enough, then the fibers may not be picked up. Product is meant to be used as produced without unfolding. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually to inspect linting during production. A corrective action and preventive action was being implemented. This information will be utilized for trending purposes to determine the need for additional corrective actions. Containment for the reported condition was performed as a part of a fore mentioned CAPA. In addition, the device history record (DHR) has been updated to require the inspection of short fibers during production. If information is provided in the future, a supplemental report will be issued.